Manufacturer narrative:
(B)(4). The device was received in good condition with the cord still taped as shipped in the sterile package. The device returned is not the device used in the procedure as marketing associate was present for the procedure. The device used was the curved 35 and the device returned is a straight 35 still with the cord taped as shipped. The device was tested with a generator and the device performed as required during testing. The devices was tested on the generator and passed all functional testing. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing.

Event description:
It was reported that during laparoscopic supracervical hysterectomy procedure the device self activated and stayed activated after the surgeon released the button. This occurred through the entire procedure. They were able to complete the procedure with no patient consequence

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.